Manufacturer narrative:
This follow up report is being filed to relay that this report is a duplicate and the event will continued to be reported under of MFR # 1825034-2015-02344.

Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard xp tibial bearing right lateral, cat#: 195333 lot#: 524920. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001825034 - 2017 - 07766, 0001825034 - 2017 - 07767. Product location is unknown.

Event description:
It was reported that the patient underwent an arthrotomy-scar resection and revision of the polyethylene bearing approximately one year after right knee arthroplasty.